Event description:
It was reported that the pt experienced a lack of therapeutic effect. The right implantable neurostimulator (ins) did not respond to the pt programmer. Additional info received from the hcp reported that the right ins was dead and the left ins was low. This was normal battery depletion. The pt also had thin incisions, and the upper portion of the pulse generators could be visualized through the thin incisions. The hcp recommended that the pulse generators be lowered slightly below the incision to prevent them from riding up against her scar tissue. The pt also had calcification along the lead extensions that was sore with turning her neck. The pt had a bilateral pulse generator replacement on (B)(6) 2011. Afterward the pt moved better than she did before, but the left generator shut off frequently and the left extensions was coming through the skin. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).